Event description:
This is filed for pericardial effusion requiring intervention. It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient had a pre-existing pericardial effusion of 0.2-0.3mm and prior to the procedure, a pacemaker probe was placed due to an irregular heart rate. The transseptal puncture was very posterior and was suboptimal. One clip was implanted reducing the mr to 1. The mitraclip device/procedure worsened the pericardial effusion to 0.5-0.7mm. Due to the pericardial effusion, 1.4 liters of fluid was drained from the patient after the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion appears to be due to procedural conditions. The reported pericardial effusion as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.